Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had partial display. The customer¿s blood glucose level was 148 mg/dl. The customer reported that they got an alert to change her pump. When customer went to change the pump the screen had a partial display on the pump. Troubleshoot was performed and the customer reported that they were unknown if pump was dropped or bumped. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit was received with missing segments/partial display due to cracked and bleeding lcd glass, unable to perform operating currents, self-test, unexpected restart error test and displacement test due to missing segments/partial display. Unit had minor scratched lcd window, cracked lcd window, cracked battery tube threads, cracked reservoir tube lip, cracked case at display window corners, cracked reservoir tube, stained address/serial number label and stained end cap sticker.